Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. Recommendation was made to monitor the estimated insulin amount and contact tandem technical support if any further discrepancies are noted.